Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: possible lupus yet to be diagnosed') in a female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, chest pain (the iud expired.), pregnant, anemia, scoliosis, rash, itching, asthma and anxiety. Previously administered products included for an unreported indication: mirena from 2005 to 2010. Concurrent conditions included eczema. Concomitant products included clobetasol, ibuprofen since (B)(6) 2010, paracetamol (tylenol) since (B)(6) 2010 and tramadol. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies"), food allergy ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies") and seasonal allergy ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression/ anxiety") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2011, the patient underwent tooth extraction ("extracted teeth and ended up with dentures") and experienced menopause ("hormonal changes describe:menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), premature menopause ("hormonal changes describe: menopause at 30"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions : skin rashes"), eczema ("rashes or skin conditions : eczema"), gastrointestinal disorder ("gastrointestinal or digestive system condition- type"), chest pain ("chest pain") and denture wearer ("extracted teeth and ended up with dentures"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, premature menopause, female sexual dysfunction, weight increased, adenomyosis, alopecia, fatigue, migraine, headache, bladder disorder, urinary tract disorder, tooth extraction, allergy to metals, mental disorder, rash, eczema, gastrointestinal disorder, chest pain, dermatitis allergic, food allergy, seasonal allergy, depression, anxiety, menopause and denture wearer outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, bladder disorder, chest pain, denture wearer, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, food allergy, gastrointestinal disorder, genital haemorrhage, headache, menopause, menorrhagia, mental disorder, migraine, pelvic pain, premature menopause, rash, seasonal allergy, systemic lupus erythematosus, tooth extraction, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: date: (B)(6) 2011, date of surgery: (B)(6) 2012 (discrepancy noted). Surgery type: tah (total abdominal hysterectomy)/bilateral salpingectomy/ possible oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. Everything was blocked and in place.; in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: possible lupus yet to be diagnosed') in a female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, chest pain (the iud expired.), pregnant, anemia, scoliosis, rash, itching, asthma and anxiety. Previously administered products included for an unreported indication: mirena from 2005 to 2010. Concurrent conditions included eczema. Concomitant products included clobetasol, ibuprofen since (B)(6) 2010, paracetamol (tylenol) since (B)(6) 2010 and tramadol. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies"), food allergy ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies") and seasonal allergy ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression/ anxiety") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2011, the patient underwent tooth extraction ("extracted teeth and ended up with dentures") and experienced menopause ("hormonal changes describe:menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), premature menopause ("hormonal changes describe: menopause at 30"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions : skin rashes"), eczema ("rashes or skin conditions : eczema"), gastrointestinal disorder ("gastrointestinal or digestive system condition- type"), chest pain ("chest pain") and denture wearer ("extracted teeth and ended up with dentures"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, premature menopause, female sexual dysfunction, weight increased, adenomyosis, alopecia, fatigue, migraine, headache, bladder disorder, urinary tract disorder, tooth extraction, allergy to metals, mental disorder, rash, eczema, gastrointestinal disorder, chest pain, dermatitis allergic, food allergy, seasonal allergy, depression, anxiety, menopause and denture wearer outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, bladder disorder, chest pain, denture wearer, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, food allergy, gastrointestinal disorder, genital haemorrhage, headache, menopause, menorrhagia, mental disorder, migraine, pelvic pain, premature menopause, rash, seasonal allergy, systemic lupus erythematosus, tooth extraction, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: date: (B)(6) 2011, date of surgery: (B)(6) 2012 (discrepancy noted). Surgery type: tah (total abdominal hysterectomy)/bilateral salpingectomy/ possible oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. Everything was blocked and in place.; in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-nov-2019: mr received. Reporter's information was added. Lot number was added. Date of removal was updated. Medical history, concomitant conditions, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: possible lupus yet to be diagnosed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth contraol: mirena from 2005 to 2010; for an unreported indication: mirena from 2005 to 2010. Concurrent conditions included eczema. Concomitant products included ibuprofen since (B)(6) 2010 and paracetamol (tylenol) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies"), food allergy ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies") and seasonal allergy ("allergic or hypersensitivity reaction type: skin, food, seasonal allergies"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression/ anxiety") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2011, the patient underwent tooth extraction ("extracted teeth and ended up with dentures") and experienced menopause ("hormonal changes describe:menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), premature menopause ("hormonal changes describe: menopause at 30"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions : skin rashes"), eczema ("rashes or skin conditions : eczema"), gastrointestinal disorder ("gastrointestinal or digestive system condition- type"), chest pain ("chest pain") and denture wearer ("extracted teeth and ended up with dentures"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, premature menopause, female sexual dysfunction, weight increased, adenomyosis, alopecia, fatigue, migraine, headache, bladder disorder, urinary tract disorder, tooth extraction, allergy to metals, mental disorder, rash, eczema, gastrointestinal disorder, chest pain, dermatitis allergic, food allergy, seasonal allergy, depression, anxiety, menopause and denture wearer outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, bladder disorder, chest pain, denture wearer, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, food allergy, gastrointestinal disorder, genital haemorrhage, headache, menopause, menorrhagia, mental disorder, migraine, pelvic pain, premature menopause, rash, seasonal allergy, systemic lupus erythematosus, tooth extraction, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. Everything was blocked and in place.; in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received; new events -menopause, abnormal bleeding(vaginal, menorrhagia), skin, food, seasonal allergies, depression, anxiety,denture wearer were added, & one event was updated from dental problems to extracted teeth. Event outcome was added. Concomitant & historical drugs were added. Lab test was added. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: possible lupus yet to be diagnosed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena from 2005 to 2010. Concurrent conditions included eczema. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), menopause ("hormonal changes describe: menopause at (B)(6)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adenomyosis ("adenomyosis"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions : skin rashes"), eczema ("rashes or skin conditions : eczema"), gastrointestinal disorder ("gastrointestinal or digestive system condition- type") and chest pain ("chest pain") and was found to have weight increased ("weight gain "). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed in 2011. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, menopause, female sexual dysfunction, weight increased, adenomyosis, alopecia, fatigue, migraine, headache, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, mental disorder, rash, eczema, gastrointestinal disorder and chest pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menopause, mental disorder, migraine, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced by menopause at (B)(6) & new events- apareunia, psychological or psychiatric problems, possible lupus yet to be diagnosed, rashes or skin conditions, bladder problems ,urinary problems, migraines, headaches,dental problems, nickel allergy, dyspareunia,chest pain, lower abdominal pain, pelvic pain,vaginal discharge, fatigue, weight gain, genital bleeding, adenomyosis, hair loss, gastrointestinal disorder were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.